Event description:
Report 2 of 2: it was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, 3 months post-operative, the patient experienced a dislocation with progressive lateral patellar subluxation and was prescribed a mcl brace and physical therapy. It was later reported that the patient is still experiencing the dislocation and subluxation. As a result, approximately 1 year after initial replacement, the patient underwent open lateral retinacular release surgery. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
Concomitant device(s): 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: (B)(6); 02-022-35-4015 - truliant tib imp ps insert sz 4 15mm: (B)(6); 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t: (B)(6); 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6); 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6); 201-78-82 - collar fixation pin 2pk 40mm, quick release: (B)(6); 201-78-25 - small headed sharp pin, 1 1/8" 4 pack: (B)(6). The reason for the patella subluxation and subsequent lateral retinacular release reported cannot be conclusively determined; however, it may be related to component positioning, surgical technique, and/or patient-related factors. The reported event could not be confirmed as the devices remain implanted, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.